Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 12th january 2010. Membrane failure. The random nature of the events stored in the memory and the 10 minute timeouts, would suggest the device was switching on automatically. These multiple manual power ons would have resulted in the device memory becoming full on the 5th august 2018. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
It is talking spontaneously and says the memory is full even though it has not been used.there was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
It is talking spontaneously and says the memory is full even though it has not been used. There was no patient involved in this event.